Event description:
It was reported that there was a lead break or fracture and the lead was explanted and replaced. It was noted that diagnostic testing and troubleshooting included impedance testing and reprogramming, the cause of the issue was not determined, and the issue resolved. It was reported that the patient had reported a loss of efficacy and the office had tried to reprogram and found impedances greater than 4000 ohms. It was noted that symptoms included less than 50 percent therapy relief at the lead location and the patient status was noted as no injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00bfd, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).